Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during prior to surgery, it was observed that the battery oscillator device was vibrating uncontrollably. During in-house engineering evaluation, it was determined that the device did not function, worked intermittently and was vibrating, the electric control unit was damaged, there was an unknown liquid substance. It was also observed that the electro motor was running rough, some components were worn, corroded and contaminated with grease. The device also failed pretest for function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.